Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00606 and 2134265-2017-01007. It was reported an error message occurred during aspiration. An angiojet® solent¿ proxi catheter was being used along with an angiojet® ultra system console in a thrombectomy procedure. The console would not recognize the catheter and gave out an error message. They were able to get the catheter to work partially in thrombectomy mode before receiving an error message to prime the catheter again. After several attempts to get the catheter working, the catheter was switched out for another angiojet® solent¿ proxi catheter. Again the catheter worked partially in thrombectomy mode but it was noticed that saline was spraying out of the back of the roller pump into the console. Some of the clot was able to be aspirated. The procedure was aborted. There were no patent complications and the patient status was stable.

Manufacturer narrative:
Correction: inconclusive-investigation in progress. Previously reported - the root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Changed to : the root cause has been determined to be wear and tear. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00606 and 2134265-2017-01007. It was reported an error message occurred during aspiration. An angiojet¿olent proxi catheter was being used along with an angiojet¿ltra system console in a thrombectomy procedure. The console would not recognize the catheter and gave out an error message. They were able to get the catheter to work partially in thrombectomy mode before receiving an error message to prime the catheter again. After several attempts to get the catheter working, the catheter was switched out for another angiojet¿olent proxi catheter. Again the catheter worked partially in thrombectomy mode but it was noticed that saline was spraying out of the back of the roller pump into the console. Some of the clot was able to be aspirated. The procedure was aborted. There were no patent complications and the patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the product was received in fair condition with no visible damage observed. The unit passed the functional feature testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00606 and 2134265-2017-01007. It was reported an error message occurred during aspiration. An angiojet® solent¿ proxi catheter was being used along with an angiojet® ultra system console in a thrombectomy procedure. The console would not recognize the catheter and gave out an error message. They were able to get the catheter to work partially in thrombectomy mode before receiving an error message to prime the catheter again. After several attempts to get the catheter working, the catheter was switched out for another angiojet® solent¿ proxi catheter. Again the catheter worked partially in thrombectomy mode but it was noticed that saline was spraying out of the back of the roller pump into the console. Some of the clot was able to be aspirated. The procedure was aborted. There were no patent complications and the patient status was stable.